Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is probable that the image was no longer displayed because the image communication could not be transmitted to the processor due to the damage of the cable. The cable damage is thought to be due to deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oml). Oml checked the subject device and found that the reported phenomenon was duplicated and the cable was deteriorated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed. During on-site inspection it was found that the connector part was exposed with all the cable connection came out. The subject device had been repaired by the third-party.there was no report of patient injury associated with the event.